Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. Mvs computer does not boot up. No display on screen. The medtronic representative replaced the mvs computer and upgraded software from 3.1.2 to 3.1.6. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the mvs computer confirmed reported problem "mvs computer video card does not display any video on either port." Bench testing confirmed mvs computer does power up, however the video card is faulty and there is no video. All connections are good. Faulty video card. The hardware investigation found that reported event was related to a computer failure, graphics card malfunction. Software analysis concluded that issue was caused by mvs computer. No logs were provided for investigation. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) monitor remained in black status, it did not fully boot up. The imaging system pendent was connected, not ready status with a red x for the mvs. The x-ray and motion status bars on the imaging had green check marks and were connected. There was no patient present when this issue was identified. While troubleshooting, attempted to reboot the mvs and imaging system independently with the communication cable disconnected. Same status on the imaging system pendent, connected not ready, red x for the mvs and the mvs monitor remained black. Suggested to disconnected the printer cable on the mvs and reboot, monitor remained black. Next we tried to reboot the mvs connected to the imaging system and the monitor still remained black.